Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("hypersensitive to chrome, platinum and tin") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) in (B)(6) 2016. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and general physical health deterioration ("clear deterioration of my health status "). The patient was treated with surgery (removal of uterine tubes, uterus and uterine cervix). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and general physical health deterioration outcome was unknown. The reporter considered allergy to metals and general physical health deterioration to be related to essure. The reporter commented an article on a blog. She has been on the essure device and mirena since (B)(6) 2016. She experienced clear deterioration in her health status one month after placement of the mirena iud. Conclusion: she was operated on (B)(6) 2017. For mirena case please refer to report (B)(4). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jul-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 266 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.